Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was advised to reach out to their third party vendor for a preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that after powering down, the ltv 1150 starts warning once more when plugged into ac power. Led is lighted and the initial vent inop alert sounds. The customer confirmed that there was no patient involvement associated with the reported event.